Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 16fr sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, the guide wire came out of the back of the prostyle device at the insertion guide. The device was removed and the sutures of two new prostyle devices were successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.